Event description:
The pt failed to have restriction with adjustments to the gastric band. The cuff that attaches the tubing to the port was dislodged. The dislodged port cuff was removed and the gastric band tubing was reattached to a new port. No harm to pt. The rep from ethicon bariatrics was informed of the cuff displacement.